Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reporting 1 false positive sars result out of 100 tests performed. Customer communicated results were confirmed negative by pcr both prior (48hours) and directly after positive result.